Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device which identified a leak in the sidearm. The reported leak was confirmed as the leak was most likely mistaken for a balloon rupture as follow-up with the site confirmed the correct device was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint handling database for the reported lot revealed no other similar incidents. The investigation determined that the leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. The issue is being addressed per internal operation procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, mildly calcified proximal anterior tibial de novo lesion that was 55% stenosed. A 4.0x20mm armada 14 balloon dilatation catheter (bdc) was advanced to the lesion without any resistance and it ruptured on the first inflation at about 7 atmospheres. A new same size armada 14 bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.